Manufacturer narrative:
(B)(4).

Event description:
The patient had her lower teeth removed. Following the procedure, the patient experienced severe withdrawal symptoms. She was moved to another hospital where she was treated with oral morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.